Event description:
The customer was hospitalized with dka. The customer's family member said they noticed that there was condensation in the display window and the pump was beeping with a blank screen. Technician began troubleshooting the unit, but the family member is uncomfortable with the customer using this pump and requested a replacement.